Event description:
It was reported by service report that the foot end right side rail would not stay up. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Faulty latching mechanism in siderail.